Event description:
The patient presented to the hospital due to shocks. When the device was interrogated, it was found in backup mode. The problem was not solved and the device was replaced. The patient's notifier was activated. It is not known if it was activated before or after the shocks. The device was explanted.

Manufacturer narrative:
The device was found in backup vvi when it was received. The backup vvi was caused by a power on reset that occured while the device was charging for hv therapy in early 2009. The por was caused by excessive charges that were done by the device. The lifetime charge history showed 186 maximum. Voltage charges had been done with over 177 lesser voltage charges. The device, with a new battery, was tested by the ate system at the defib final dlts test levels and the system detected no anomaly. The ICD met all specifications.